Event description:
It was initially reported that the patient experienced a seroma. She had a "lot of drainage", but noted that it was "starting to clear up". It was later reported that the patient underwent "full explant of pump due to pocket skin erosion".

Manufacturer narrative:
(B)(4).